Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 14dec2020.

Event description:
The user interface was received by the manufacturer's failure investigation technician for failure investigation of a related complaint for the device starting up by itself. During failure investigation, the technician noted the display was dim. There was no patient involvement. The technician entered the brightness control function, revealing the brightness control was already at its highest level. In examination of the lcd panel, the technician found that the wires connecting the backlight inverter to the display were discolored, due to high temperature. The dim display was caused by failure of the lcd panel.